Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the extension found no anomaly.

Event description:
It was reported the patient experienced a ¿loss of stimulation/therapeutic effect.¿ impedance testing found ¿high¿ impedances involving the patient¿s extension. It was noted that x-rays were also taken, however the results were not reported at the time of initial report. The extension was replaced as a result of the event and the issue was resolved. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 7482-40, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that the extension was shipped on (B)(4) 2015 to be returned to the device manufacturer.